Event description:
It was reported that the patient was experiencing pain and discomfort at the site of the pulse generator implant. The device was explanted and a replacement was implant in a new position.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.